Manufacturer narrative:
Patient code: (B)(4) no code available (switch to another antineoplastic drug based on the falsely elevated results), device code: (B)(4) (high test result). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer stated a (B)(6) male patient receiving chemotherapy for stomach cancer generated a falsely elevated architect ca 19-9xr result of 1434 u/ml using reagent lot 08852m500. When the sample was tested with another ca19-9xr reagent lot, a value of 993 u/ml was generated. The patient generated historical ca19-9xr results between 2200 and 2300 u/ml which had decreased to 1100 u/ml following a change in the antineoplastic drug. When the falsely elevated ca19-9xr result of 1434 u/ml was generated, the physician changed to another kind of antineoplastic drug. Additionally, the patient developed gastritis and required hospitalization for removal of a duodenal stent which was necessary for the patient's management regardless of the ca19-9xr results. The laboratory's chief physicians concluded no adverse consequences to the patient.